Manufacturer narrative:
The patient experienced severe back pain after treatment. The patient's doctor took an x-ray and found a compression fracture on the patient's spine. Patient stopped use of vest therapy for 2 weeks. Clinical support advised lowering the treatment pressure upon approval from hct. The account made no allegation of the vest malfunctioning. Based on this information, no further action is required. This is a serious injury per FDA definition.

Event description:
Hill-rom received a report from the account stating the patient experienced back pain and was diagnosed with a compression fracture in her spine as a result of using the device. The device was located at the account. There was a patient/user injury reported.this report was filed in our complaint handling system as (B)(4).